Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported, "when placing PICC they stuck the vein and got blood. Insite the guidewire and the introducer over the wire. Pulled out the guidewire. When insert the catheter it got stuck at axillary level. They tried to reverse the wire in the catheter and insert the catheter with no wire in the tip. Didn't go. They use fluoroscopy to see what happened and the catheter was not in the vein. When they pulled the catheter out the saw that 3 cm of the 3cg wire tip was lost in patient." Additional information received 05/23/2023: "I have talked to the customer and the patient has not suffer any harm. The wiretip is still in patient's arm and the surgeon said it could stay there because it is in subcutaneous tissue.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "when placing PICC they stuck the vein and got blood. Insite the guidewire and the introducer over the wire. Pulled out the guidewire. When insert the catheter it got stuck at axilary level. They tried to reverse the wire in the catheter and insert the catheter with no wire in the tip. Didn't go. They use floroscopy to see what happened and the catheter was not in the vein. When they pulled the catheter out the saw that 3 cm of the 3cg wire tip was lost in patient." Additional information received 05/23/2023: "I have talked to the customer and the patient has not suffer any harm. The wiretip is still in patient's arm and the surgeon said it could stay there because it is in subcutaneous tissue."

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported, "when placing PICC they stuck the vein and got blood. Insite the guidewire and the introducer over the wire. Pulled out the guidewire. When insert the catheter it got stuck at axilary level. They tried to reverse the wire in the catheter and insert the catheter with no wire in the tip. Didn't go. They use floroscopy to see what happened and the catheter was not in the vein. When they pulled the catheter out the saw that 3 cm of the 3cg wire tip was lost in patient." Additional information received 05/23/2023: "I have talked to the customer and the patient has not suffer any harm. The wiretip is still in patient's arm and the surgeon said it could stay there because it is in subcutaneous tissue." Additional information received: it was stated the product has been discarded.